Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father called in to report that the customer's insulin pump had a history anomaly and that the customer was hospitalized due to high blood glucose levels. The customer's blood glucose level was unknown. The caller did not have time to troubleshoot, but said he would call back when he had more time. Nothing was replaced or returned for analysis.